Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer declined to review pump history for the reported battery issue. In addition, the customer received a cartridge alarm while attempting to load a new cartridge. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer loaded a cartridge onto the pump successfully.